Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.